Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation/prior to sedation presented the flush port broken and was detached from the irrigation lumen. During preparation of the farawave catheter it became apparent that the irrigation port was broken out of the box. Therefore, the catheter needed to be replaced. Then, the procedure was completed without patient complication. The device is expected to be returned.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, an overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. During visual inspection, the strain relief was detached from the luer. Next, on the microscopy inspection and with uv light, it was able to observe that there was separation between strain relief/luer. Hence, the reported allegation was confirmed.

Event description:
It was reported that a farawave 31 mm during preparation/prior to sedation presented the flush port broken and was detached from the irrigation lumen. During preparation of the farawave catheter it became apparent that the irrigation port was broken out of the box. Therefore, the catheter needed to be replaced. Then, the procedure was completed without patient complication. The device is expected to be returned.